Event description:
On september 5, 2006, the facility contacted baxter customer service to report after an hour of treatment of a system 1000 hemodialysis instrument, the ultrafiltration removed showed 10.6, and the ultrafiltration goal had been reached. The patient was moved to another machine and continued treatment. The patient did not experienced any adverse effects from this incident. The customer was instructed to swap the uf controller. No further information is available at this time. If add'l info becomes available, a follow-up report will be sent.